Event description:
It was reported that the patient fell and was injured and was taken to the hospital via ambulance. The patient had a heart rate in the 20's and had to be paced externally. It was also reported that the right ventricular lead had high impedance, no capture, and an apparent fracture. The pacemaker and lead were left in place, programmed to odo mode, and replaced with a new pacemaker and lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.